Event description:
It was reported by the eye care professional (ecp) that a patient presented with mild post blepharitis and dry eye syndrome (des). The patient previously wore one daily disposable lens product. After a refit into another daily disposable lens product on (B)(6) 2013, the patient returned with red eye and a corneal ulcer in the right eye on (B)(6) 2013. The ulcer was close to the right upper margin, and it is unclear if the blepharitis was related. It is noted that the patient had been using her supply of her previous lens product while awaiting her new supply of her previous lens product while awaiting her new supply of another daily disposable lens product and mixing the two brands of daily disposable lens product types at the onset of the ulcer. It is unknown which product contributed to the event. Additional information has been requested from the ecp but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. Internal control number: (B)(4).